Manufacturer narrative:
The cause for this event is unknown.

Event description:
Customer reported that the pr 500 instruments displayed (---?) Question value result for sodium(na), potassium(k), bilirubin(nbili) and total hemoglobin(thb) on a patient sample. Customer also reported that results were missing and they tried several times to run patient sample on both arterial and venous blood and in the different times. There was no report of injury due to this event.